Event description:
Or 8/2001 left total knee arthroplasty for degenerative arthritis. Failed arthrotomies for debridement of patella as well as arthroplasty & injections & anti-flammatory meds. Depuy vac mixing bowl in inventory was found to be non-sterile item. Pkg imprint - "sterile unless opened or damaged", label on pkg "sample (non-sterile)". 1/2002 return to or for removal of prosthesis & implantation of cement block. 2/2002 return to or for infected left knee prosthesis (underwent revision due to difficulty with falling & increased stiffness in knee). Per md notes: ceretec scan shows increased uptake in femur & increased sed rate consistent with infection.